Event description:
On (B)(6) 2014, during a knee arthroscopy procedure using a pch, bskt, dckbl, upbtr, crvd, l, 1.5, the upper jaw of the device broke. The part moved to rear of the lateral femoral condyle. Despite several attempts to retrieve the device, the surgeon was unable to remove the piece. A surgical delay of approximately two hours occurred. The case was completed with a backup device. The patient¿s condition was reported as okay. Subsequently, two months later in (B)(6) 2014 (exact date is unknown), a revision procedure was performed and the broken piece of the device was successfully removed. There were no patient injuries or complications reported. The manufacture date for the reported serial number is unknown at this time.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: one 1.5mm upbiter duckbill curved left basket punch was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The upper jaw has come free from the shaft. The lug area of the upper jaw has broken off. Further examination using a stereo microscope confirmed that the cutting edge is dull. A dull cutting edge such as this would require excessive forces to cut. Dimensional assessment of the cutting edge also showed it to be well under print specification. The handle has also been bead blasted. Device has been in the field for nearly 12 years without previous issues. It has been determined that the device has been repaired in a manner inconsistent with current smith & nephew repair practices causing the reported failure. No further investigation is warranted at this time. The instruction for use under precautions states: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ (B)(4).